Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump as the current one was under warranty. The customer was instructed on returning the faulty pump and informed about the updated software in the new pump. Guidance was provided on putting the old pump into storage mode and programming the replacement pump with their settings. The customer acknowledged the instructions and agreed to use mdi as a backup therapy during the transition.